Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID 39565, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported the height of the patient¿s surgical lead had changed following a (B)(6) 2014 fusion surgery. It was further reported the patient¿s lead ¿moved from the height of the wedge put between the vertebrae¿ and the patient had ¿no more stimulation to their feet.¿ the patient ¿no longer felt anything¿ at that time, so they ¿put the strength permanently at 10.5¿ volts. As of the time of report, four of the contacts on the patient¿s lead ¿no longer worked.¿ it was noted the patient had an operation on (B)(6) 2014 ¿to unplug one of the two¿ leads because it ¿didn¿t work anymore to try to feel better.¿ the patient reportedly had an additional percutaneous lead implanted in 201(B)(6), because unplugging the lead ¿didn¿t work.¿ the patient¿s surgical lead was unplugged also at that time and remained ¿unplugged, but still in place,¿ though it was noted the originally unplugged lead was explanted at that time. As of three days prior to report the patient ¿had a lot of pains in the feet¿ and ¿if they increased the (stimulation) strength, they got cramps in the calves and thighs that soon became painful.¿ the patient¿s stimulation initially ¿didn¿t hit the muscles,¿ but the patient ¿thought it must have moved a bit¿ because they felt the stimulation in their muscles as of three days prior to report. The patient indicated the stimulation they felt in their muscles ¿wasn¿t at all pleasant.¿ a supplemental report will be filed if additional information is received.